Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module vision acquisition (pmva) involved with the complaint and completed the failure analysis investigation. The personality module vision acquisition (pmva) was analyzed, and the failure analysis (fa) team could not reproduce the reported failure. Fa installed the pmva board into test system and performed 10 minutes in sine cycle, 40 power cycles, and sat idle for 1 hour without any errors. Fa tested with a different e-100 generator, and it passed.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the e-100 generator would not fire the vessel sealer. The customer restarted the e-100 generator, but issue was not resolved. The customer replaced it with an erbe generator to resolve the issue. An intuitive surgical inc. (Isi) technical support engineer (tse) guided the clinical sale representative inspect the e-100 generator, check the communication cable connection, and verify nest was properly working. The tse reviewed the live logs and confirmed error 25902, indicating a communication issue. The procedure was completed as planned. There was no patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and additional information was obtained. The system was switched on at the start and powered up as normal. The surgeon finished the case with no other problems using the erbe generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator to perform failure analysis. The e-100 generator was analyzed and found to fail the testing on the in-house system. The power led indicator would turn red, and the bipolar led indicator would not turn on. Cutting and sealing would not work with the e-100 generator. The complaint was confirmed by failure analysis. An RMA had been issued requesting to have the personality module video acquisition (pmva) returned; however, isi did not receive the component to perform analysis. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.